Event description:
In a customer experience survey, this patient reported having had a serious infection while previously on peritoneal dialysis modality and discontinued peritoneal dialysis treatment. It is unknown if the patient was utilizing fresenius products when the infection occurred. No additional information was obtained despite multiple due diligence attempts. Therefore, the type of infection could not be confirmed.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: it is unknown if the patient was utilizing fresenius products when the infection occurred. No additional information was obtained despite multiple due diligence attempts. Therefore, the type of infection could not be confirmed. However, currently there is no objective evidence that this event was caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.